Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, cracked display window and a cracked case near the display window corners were noted during the visual inspection. All of the buttons functioned properly. No number ramping anomaly was noted on the display. However, moisture damage was noted on the keypad traces.

Event description:
It was reported the insulin pump was malfunctioning the numbers were ramping up. Customer had to revert to back up plan. Customer's mother did not know customer's blood glucose level. Customer's mother was not aware of any significant event that may have caused the keypad issue. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.